Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that multiple ¿loss of prime¿ alarms had occurred since a site change two days prior. The reporter admitted to using cold insulin to fill cartridges. The reporter confirmed priming until drops are seen at the end of the tubing, and denied any air bubbles in the cartridge. The reporter confirmed cycling cartridge appropriately. The reporter stated that they are disconnecting and re-priming the tubing after each ¿loss of prime¿, but the issue recurs. The reporter was able to change out the cartridge and site while on the call with animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.